Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received in good visual conditions and with a cartridge loaded in the device, the cartridge was received void of staples; however, several unformed staples were received on a plastic container. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the tissue is secured with the retaining pin and the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. The device was tested with a test cartridge, and it cycled, fired, and formed all the staples as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported during a low anterior resection procedure on a patient with rectal cancer, the device worked properly to transect mesentery. It was reloaded and on the second firing across the rectum and the surgeon noticed it felt strange when he fired it. When they inspected the stapleline, they saw a lot of stapler which not were formed at all. They decided to reload the same instrument and stapled one more time and the same thing happened. They had to suture and they did a permanent colostomy. The reason to this was not only the staple line failure, but also due to patient health condition. The surgery extended by 45 minutes. There was no other patient consequence reported.